Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator had a blank display. Additionally, smoke and a burning smell were reported to be coming from the back of the ventilator. The patient was placed on an alternate ventilator without harm or injury.